Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient fell through some stairs and complained of increased pain in her back. There was a gradual loss of stimulation and therapeutic effect. It was unknown if there were any symptoms or complications associated with the event. The event occurred during normal use. The product status was implanted and remains-in-service. Actions required as a result of the event included reprogramming. Diagnostic testing or troubleshooting included x-rays. The patient status at the time of this report was alive with no injury. The manufacturer's representative was able to successfully reprogram and get stimulation in the patient¿s back. The patient was doing great after the reprogramming.